Event description:
Revised acetabular component due to shell loosening. Shell, liner and head revised.

Manufacturer narrative:
The event was confirmed. Clinician review of the provided medical records and x-rays indicated patient non-compliance contributed to the loss of biologic fixation including radiation therapy, smoking, adrenal disorder and osteopenia. It was concluded that there is no evidence the revision surgery six years post-operative in this patient was the result of factors of faulty component design, manufacturing or materials. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Revised acetabular component due to shell loosening. Shell, liner and head revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.